Manufacturer narrative:
Changed patient code to 1800 and conclusion code to 22. Official diagnosis from the treating clinic is hidradenitis suppurativa.

Event description:
Clinic reported a patient who developed openings in left axilla 7.3 months post miradry treatment. Results from a culture of affected area was negative. Antibiotics were prescribed. Update: by 8.6 months post-treatment, the treating clinic diagnosed the symptoms as hidradenitis suppurativa. A different antibiotic (doxycycline hyclate 100mg tid) was prescribed. As of 9.7 months post-treatment, the clinic stated the patient has not returned for follow-up.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. Official diagnosis from treating physician has not been provided.

Event description:
Clinic reported a patient who developed openings in left axilla 7.3 months post miradry treatment. Results from a culture of affected area was negative. Antibiotics were prescribed.